Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.